Event description:
Customer reported an issue where the insulin gauge did not recognize units when filling the cartridge. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting by cts, and a new pump was being processed through insurance.